Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia while using an ilet bionic pancreas with a dexcom g7 after entering two meal announcements for dinner and a subsequent piece of cake during the first week of device use; the lowest reported sensor glucose was 54 mg/dl and the user self-treated with approximately 30 grams of carbohydrates from a sandwich, after which glucose rose to 107 mg/dl. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included resolution of the low without hospitalization or emergency care. Investigation included review of available use data and user interview, as well as troubleshooting and education on appropriate meal announcements. Investigation of this case revealed use-related contribution, in which the second meal announcement likely resulted in excess insulin delivery and subsequent hypoglycemia; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with effective mitigation through education. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.